Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced pericardial effusion post lead implant and required pericardiocentesis and/or lead revision. No further patient complications have been reported as a result of this event.